Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switching due to far-field r-wave oversensing was observed. Patient was asymptomatic. Suggested programming changes will be implemented during next follow-up.